Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The dealer states that the seat upholstery was touching the crossbraces and he just changed it about 2 weeks. Aaron states that he watched her transfer and she pivots.